Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported positioning failure of inability to straighten the guide. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. A triclip steerable guide catheter (tsgc) was inserted and it was observed that the tip of the guide stayed curved when applying the minus knob. Therefore, the tsgc was removed and replaced. Two clips were then implanted, reducing tr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.